Event description:
Ts stem broken. .

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Conclusion: an x-ray was reviewed by the consulting clinician and confirmed that the forked tip of the stem was broken. However, additional information such as operative reports and clinical and past history are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Ts stem broken.